Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on the vitros eciq system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument related issue contributed to the event. In addition, the investigation ruled out improper pre-analytical sample processing (centrifugation) as contributing to the event. The investigation cannot conclude with confidence that an unknown reagent issue is not a contributing factor because the control fluid with the lowest troponin I concentration does not adequately evaluate the performance of the reagent for samples with troponin I concentrations <url of 0.034 ng/ml. Additionally, there were insufficient quality control data points available to adequately assess vitros tropi es lot 1360 performance at the time of the event. Therefore, a reagent issue cannot be entirely ruled out as a contributing factor. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-reproducible, falsely elevated vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es result of 0.059 ng/ml vs. Expected results of <0.012 ng/ml was predicted from the sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es result was not reported from the laboratory, as the customer performs all tropi es patient sample testing in duplicate, and the two replicate results were discordant. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).